Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced low blood glucose levels in the 40-60 (mg/dl) range following exercise activity. Customer consumed carbohydrates to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.